Event description:
Info received indicates the technician found the bed didn't pass the electrical safety check due to an open ground in the ac power cord plug.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.